Event description:
Renal transplant biopsy being performed and the corvocet biopsy needle did not produce an acceptable core sample. A replacement needle was obtained and produced an acceptable sample.